Event description:
Additional information was provided that the device was explanted and replaced. It was noted that the device would not be returned as it was given to the patient after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was noted that the most recent charge time (CT) was 31.5 seconds and the monitoring voltage was 2.26. Boston scientific technical services (ts) discussed that eol was triggered by CT and the device currently still has therapy; however, tachycardia therapy was limited to maximum energy shocks only. It was noted that elective replacement indicator (eri) had been triggered approximately (B)(6) months ago, thus ts recommended replacement as soon as possible. The patient would be scheduled for device replacement. No adverse patient effects were reported.